Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a catheter continuous flow. The customer states that patient's blood pressure was not palpable and the heart rate dropped from the low 90's to 65. Pressors were given and the patient was removed from the table to stabilize. The patient's stabilized blood pressure was 185/85 post procedure. The customer reported this issue previously in MFR report # 2953724-2010-00112.